Event description:
The customer reported a beep and error code 90007. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.